Manufacturer narrative:
Upon receipt, the device was interrogated, confirming the device status eri. The ICD was implanted for 22 months and 10 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed, that the ICD activated the eri status, because during an automatic signature check the device detected invalid memory content in the live-holter, a memory range containing battery data. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If there was invalid memory content found in the live-holter, by design the ICD will activate the device status eri to avoid an incorrect automatic longevity calculation. Furthermore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was normal and as expected. In conclusion, the clinical observation resulted from invalid memory content in the live-holter. The invalid memory content was automatically detected by the device leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism. Based on the available data the root cause for the invalid memory content could not be determined. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation.

Event description:
This device was explanted and replaced due to eri. No adverse patient events were reported. Should additional information become available, this file will be updated.